Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 3.4cm and in the right lower lobe (posterior segment). Instruments utilized during biopsy included a 21g flexision needle, compatible forceps, and a cytology brush. Imaging modalities used included c-arm fluoroscopy and radial ebus. The biopsy procedure was non-diagnostic. Twelve days post-biopsy, the patient was diagnosed with a delayed pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.